Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were having trouble charging the controller from the ac power supply. Pt said that over the weekend on saturday, they were going to charge the controller from the ac power supply, however it wasn't working. Pt said that the controller worked to recharge the ins though. Pt confirmed seeing the ac power supply green light on. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent thenhad the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. The troubleshooting steps that were taken on the call resolved the issue. Additional information received from patient. Pt called back and said the issue is persisting. They took bp out during the call and plugged in ac power cord but screen wont come on. Green light is on, on ac power cord. Controller port looks intact. Emailed repair to send replacement ac power cord. Additional information received from patient. Pt called back again saying they looked at controller port further and discovered there were only 7 pins instead of 8. Agent sent an email to repair to replace controller instead. Additional information received from patient. Pt called back for help with pairing controller, agent reviewed info.

Manufacturer narrative:
Continuation of d10: product ID 97745ac. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.